Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter following a cesarean section, after the patient was suture, given treatment for infection prevention and promoting uterine involution, the suture area had an appearance of fat liquefaction. The patient was immediately given cleaning incisions, and they found that there was no absorption of the intestinal line. They strengthened the dressing and the medicine then the incision gradually healed.